Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lens, worn uso and dso seal. The device's event history log confirmed the reported volume test fail. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the most probable cause is the expulsor, in turn, the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed volume test. No patient injury was reported.